Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant sars-cov-2 result for a single patient sample while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The patient sample initially generated a positive sars-cov-2 result with a late CT value. The same sample was retested on two different platforms, both times, yielding a negative result. The positive results were released and no harm was alleged. The patient sample was a combined nose and throat sample collected with a copan 2 ml enat® medium. Please note the specimen type and media is not considered a recommended collection method. As per the method sheet, samples should be collected using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation was conducted which did not identify any product problem. A review of the data revealed that the original patient sample was near or below the limit of detection. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods.

Manufacturer narrative:
A customer from the united kingdom alleged a discrepant result for a single patient sample while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The positive result was released and no harm was alleged. An investigation was conducted which did not identify any product problem. A review of the data revealed that the original patient sample was near or below the limit of detection (lod). Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. As a result, it is important to recognize that discrepant results between the cobas® liat® system and another highly sensitive molecular test may not indicate the cobas® liat® system result is erroneous.

Manufacturer narrative:
The sample in question is at the limit of detection (lod), therefore, wavering results can be expected.